Event description:
It was reported that the patient was experiencing non-specific pain in their chest with right ventricular pacing. The physician suspected a micro-perforation/pericarditis. The patient will continue to be monitored to see if the symptoms resolve. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).